Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture and intermittent capture were noted post operatively on the right ventricular (rv) lead. Fluoroscopy showed the lead had pulled back from its initial location and dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.